Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's ignition error and the spare lamp indicator was lit. The issue occurred during set up / inspection for use (before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps was performed: customer checked the cabling between the cv and clv was integrity. When she swapped an exam lamp assembly from a known reliable clv, the error code no longer appeared. Customer will try replacing the exam lamp in the suspect assembly to see whether she can narrow down the issue. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.